Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review: service history for alinity m serial number 913 did not identify any prior service tickets related to instances of blockage in the fluid extraction tubing, causing contact with the fses eyes on alinity m system list number (ln) 08n53-002, sn (B)(6). Nonconformance (nc) / corrective and preventive action (CAPA) search. A search of nc and CAPA (nc/CAPA) records was performed for instances related to blockage in the fluid extraction tubing, causing contact with the fses eyes, on an alinity m system, ln 08n53-002. Nc/CAPA history review did not identify any related records . Complaint history review: a complaint history review was performed for the alinity m system, ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-002.

Event description:
A direct user splash was reported during servicing of the alinity m system where the abbott field service engineer (fse) was exposed to potentially biohazardous material in the eyes. While performing preventative maintenance, the fse identified that fluid extraction tubing number 2 was clogged. After clearing the tubing, the fse was exposed to liquid sourced from the tubing. The fluid (noted to be water) that was used to pass through the waste tubing had splashed into the eyes of the fse. It was noted that the fse was wearing ppe at the time, but the water splashed through the side of the goggles.

Manufacturer narrative:
Elevated complaint investigation will be initiated.